Manufacturer narrative:
(B)(4). Customer returned pump for an alleged blank display, physical damage, rattling noise and battery cap damage found on (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Pump was cut open to perform visual inspection and found no moisture damage on the pcba 1, pcba 2, harness assembly and force sensor. Swapped with test pcba 2 and unit powered up. Pump received with blank display preventing download of history files and traces using thus. The following were noted during visual inspection: pillowing keypad overlay, scratched case. Blank display confirmed, problem isolated to pcba 2. Unable to download history files and traces confirmed due to blank display. Unable to confirm battery cap damage due to missing battery cap. Did not confirm any rattling noise anomalies during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The information received by medtronic indicated that the insulin pump had a blank display. Customer stated battery was changed multiple times, but the issue was not resolved. Battery cap was damaged. No harm requiring medical intervention was reported. Troubleshooting was performed successfully however, the customer will continue the use of device.